Event description:
The healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number) was impeded in the microcatheter hub and could not advance any more. The physician only retracted the stent alone and switched to a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. An infusion catheter was used as microcatheter. The device did not appear physically damaged at any time. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained. The tip of the introducer firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the stent was found broken.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Based on the analysis of the device received, the stent was found broken. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. One photo accompanied the complaint file. In said photo, the inner pouch of an enterprise can be seen. A stent can be seen detached outside of the dispenser hoop. No additional details were noticed. The device was returned to j&j medtech for further evaluation. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. The delivery system was not returned for evaluation. No appearance of damage was noted. Microscopic inspection was performed on the stent component, and it was noted fully expanded, both ends can be noted as completely flared; however, one broken strut and one bent strut were identified. A device history record (DHR) was performed, and internal actions were identified. The issue regarding a stent being impeded in the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment and damaged stent were not originally reported; and the exact time of occurrence cannot be determined; therefore, these conditions are not considered related for the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.